Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a repeated occlusion alarm on the ilet pump that persisted until the user changed all infusion supplies, including cartridge and teflon infusion set with 23-inch tubing. Symptoms included hyperglycemia with a reported blood glucose of 553 mg/dl and trace ketones, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included elevated glucose for approximately three hours without use of backup therapy and no professional medical intervention. Investigation included product inspection by the user, which found no visible issues with the cartridge or tubing, and troubleshooting and education that recommended full supply replacement. Investigation of this case revealed an occlusion that resolved after replacing the infusion set and related disposables, consistent with infusion set or disposable supply-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion line occlusion related to disposable components.